Event description:
(B)(4). This device case, which does not regard an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male of unspecified age and origin. The patient was using an unspecified medication for the treatment of an unspecified indication. On (B)(6) 2010, he observed that his humapen ergo, unknown body type with an unspecified cartridge holder attached had broken engagement tabs, and he could not do the application. The humapen ergo, unknown body type with an unspecified cartridge holder is associated with product complaint (B)(4)/ lot unknown. The training status of the patient user was not provided. The device duration of use was not specified. Use of the pen was discontinued, as it was exchanged. Return of the pen was not anticipated. Update (B)(4) 2010: additional information received (B)(4) 2010, via global product complaint data base. Added device specific safety summary and amended EU/ca fields accordingly.

Event description:
(B)(6). This device case, which does not regard an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male of unspecified age and origin. The patient was using an unspecified medication for the treatment of an unspecified indication. On (B)(6) 2010, he observed that his humapen ergo, unknown body type with an unspecified cartridge holder attached had broken engagement tabs, and he could not do the application. The humapen ergo, unknown body type with an unspecified cartridge holder is associated with product complaint (B)(4)/ lot unknown. The training status of the patient user was not provided. The device duration of use was not specified. Use of the pen was discontinued, as it was exchanged. Return of the pen was not anticipated.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(4) 2010. This report includes final evaluation findings. No additional information is expected. Evaluation summary the actual device was not returned and the batch number is unknown. However, the complaint narrative clearly suggests that the cartridge holder engagement tabs are broken. This reportable malfunction may result in an underdose. Corrective action - the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact lilly at xxx-xxx-xxxx or your healthcare professional." In addition, the core user manual states, "do not use the pen if any part of your pen appears broken or damaged. Contact lilly at xxx-xxx-xxxx or your healthcare professional." No further corrective actions are planned as the device manufacturing was discontinued december 2006. Improper use and storage - there is no evidence of improper use or storage.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is compeleted.